Manufacturer narrative:
Block h6: imdrf device code g04115 captures the reportable investigation code of sleeve detached. Block h11: product investigation. The returned sensor wire was analyzed. During the inspection, it was found that the sleeve detached and ptfe was peeled, which did confirm the reported event. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "sleeve detached/separated and ptfe peeled" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available and analysis results, the excess of force applied to remove the wire or the use of a metal needle or cannula probably caused ptfe peeled. Therefore, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a ureteric stone removal procedure, a sensor wire was used. When the physician advanced the stent on the guide wire the distal tip coating came off. Another new device was opened and successfully completed the procedure. No patient complications were reported. The analysis of the returned device identified sleeve detachment.